Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
The customer reported discrepant results when running the realtime sars-cov-2 assay when compared to the seegene test. On (B)(6) 2020, a sample tested with seegene was negative and when tested with realtime generated a low positive. Log file and result curve analysis show no indication of instrument malfunctioning. Internal control and run controls performed within specifications, there is no indication for any problem during the process neither position-related nor reagent or instrument-related. The customer was questioning the abbott low positive result. The seegene result (not detectable) was reported outside the lab. As far as the lab is informed, there was no impact to any patient. This incident is being reported to FDA because the incident occurred in romania using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results log for the questioned run was reviewed. The sample was valid, met all assay specification requirements, and no error codes or flags were displayed for the internal control. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505627 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505627 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 505627. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505627 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported complaint. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505627 identified no additional complaints related to the reported issue. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505627 was not identified.